Manufacturer narrative:
(B)(4)device evaluation indicated that there were traces of blood inside the header. Device passed all the functional tests and no impedance anomalies were observed. (B)(4): device evaluation indicated that visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations were 1 cm from both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture locations. (B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. (B)(4): device evaluation indicated that the devices passed all tests performed. A test infinion lead was inserted into the splitter connector without any anomalies. Devices exhibited normal device characteristics. (B)(4) (lot# 17655451): device evaluation indicated that visual inspection revealed the anchor had one fractured eyelet with missing a small piece silicone.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician noted the fact that some contacts of the leads were not working which could either be a malfunction with the lead or possibly an issue with the splitters. The physician will bring the patient back to the operating room where the plan is to disconnect the splitters from the epidural leads and test it directly, if the lead had good contacts and had no issue with impedance, it would be likely that it would be a faulty splitter. If the leads will be found out that contacts still has high impedance, then the lead will be replaced and will eliminate the need for a splitter.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. Initially, the plan was just to replace leads but when the physician pulled out the ipg, he noticed that there was blood in the apoxy header of the ipg. The physician replaced the leads and ipg. Malfunction was suspected with the leads because of high impedances. The physician also suspected malfunction with the ipg because of the presence of blood on the header. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician noted the fact that some contacts of the leads were not working which could either be a malfunction with the lead or possibly an issue with the splitters. The physician will bring the patient back to the operating room where the plan is to disconnect the splitters from the epidural leads and test it directly, if the lead had good contacts and had no issue with impedance, it would be likely that it would be a faulty splitter. If the leads will be found out that contacts still has high impedance, then the lead will be replaced and will eliminate the need for a splitter.

Manufacturer narrative:
Additional information was received that the physician confirmed that the missing silicone on the clik anchor was not left inside the patient¿s body.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician noted the fact that some contacts of the leads were not working which could either be a malfunction with the lead or possibly an issue with the splitters. The physician will bring the patient back to the operating room where the plan is to disconnect the splitters from the epidural leads and test it directly, if the lead had good contacts and had no issue with impedance, it would be likely that it would be a faulty splitter. If the leads will be found out that contacts still has high impedance, then the lead will be replaced and will eliminate the need for a splitter.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician noted the fact that some contacts of the leads were not working which could either be a malfunction with the lead or possibly an issue with the splitters. The physician will bring the patient back to the operating room where the plan is to disconnect the splitters from the epidural leads and test it directly, if the lead had good contacts and had no issue with impedance, it would be likely that it would be a faulty splitter. If the leads will be found out that contacts still has high impedance, then the lead will be replaced and will eliminate the need for a splitter.